Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains implanted in the patient. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.

Event description:
Device issue: device implanted past expiration date. Symptoms/ae: none. It was reported that an expired rx acculink stent was implanted in 2007 in the carotid artery. After the procedure, it was realized that the device had an expiration date of 6/2007. The device had been set aside from inventory at the user facility due to the expiry date. An inventory technician not realizing that the device was expired, restocked it back on the shelf. There were no reported adverse patient sequelae. Though requested, no add'l information was available.